Event description:
It was reported that the device became stuck in a stent. The 95% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. While ongoing use of the balloon, it became stuck in the proximal part of the non-boston scientific stent. There was resistance when inserting the product, but when it was pushed forward, the guiding catheter moved to the distal part which came in contact with the proximal part of the stent causing slight deformation. The stent deformation caused the balloon to get stuck. The wolverine balloon was removed by inserting an additional wire and expanding with a nc emerge balloon. The procedure was completed with a different device. No further patient complications reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Examination of the hypotube identified no issues. Examination of the polymer extrusion noted stretching at 5cm from the bumper tip for a total of 2cm in length. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Examination of the blades noted that blade 1 had no damage to blade or blade pad; blade 2 showed lifting of the proximal section of the distal segment and no damage to the blade pad; blade 3 showed the proximal blade segment was detached entirely, 3mm of the proximal to mid-section of the distal segment detached and no blade pad attached to either section where the blade had detached but intact under remaining portion of distal segment. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the device became stuck in a stent. The 95% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. While ongoing use of the balloon, it became stuck in the proximal part of the non-boston scientific stent. There was resistance when inserting the product, but when it was pushed forward, the guiding catheter moved to the distal part which came in contact with the proximal part of the stent causing slight deformation. The stent deformation caused the balloon to get stuck. The wolverine balloon was removed by inserting an additional wire and expanding with a nc emerge balloon. The procedure was completed with a different device. No further patient complications reported and patient was good post procedure. It was further reported that the device was used for pre-dilation and post-stent expansion.

Event description:
It was reported that the device became stuck in a stent. The 95% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. While ongoing use of the balloon, it became stuck in the proximal part of the non-boston scientific stent. There was resistance when inserting the product, but when it was pushed forward, the guiding catheter moved to the distal part which came in contact with the proximal part of the stent causing slight deformation. The stent deformation caused the balloon to get stuck. The wolverine balloon was removed by inserting an additional wire and expanding with a nc emerge balloon. The procedure was completed with a different device. No further patient complications reported and patient was good post procedure. It was further reported that the device was used for pre-dilation and post-stent expansion.